Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. It was reported that treatment with unspecified IV antibiotics was planned. At the time of this report, the peritonitis event was ongoing. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.